Event description:
Philips received a complaint by the customer on the v60 indicating that a gas supply hose failure. It was reported there was no patient involvement at the time the issue was discovered. The customer informed philips that they were using a spare and wanted to order a gas supply house. The gas supply hose order is currently pending. Device evaluation and repair are pending.